Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02934. It was reported the pt complained her system has "never worked" and has caused her more pain. She stated she has been reprogrammed numerous times without success, and she would like to have her system removed. The pt is currently looking for a new pain physician to explant her system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.